Event description:
It was reported that multiple fibers were used, the blast shield was changed and then received an error 58 (self-test process). The issue was noted during a procedure and the procedure was not completed. There were no patient consequences. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse replaced the switching module and calibrated the laser. The laser console passed full functional and electrical safety testing. The fse replaced the switching module, which resolved the issue. Based on the analysis results, the reported error message was confirmed as replacing the switching module resolved the issue.

Event description:
It was reported that multiple fibers were used, the blast shield was changed and then received an error 58 (self-test process). The issue was noted during a procedure and the procedure was not completed. There were no patient consequences. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.